Event description:
It was reported that during a procedure at the user facility, the bur would not lock tightly into the core impaction drill. While the drill was not running, the bur fell out of the drill into the mouth of the patient. The surgeon was able to remove the bur by hand. The procedure was completed successfully using back-up equipment without a clinically significant delay. No medical intervention and no adverse consequences were reported.

Event description:
It was reported that during a procedure at the user facility the bur would not lock tightly into the core impaction drill. While the drill was not running, the bur fell out of the drill into the mouth of the patient. The surgeon was able to remove the bur by hand. The procedure was completed successfully using back-up equipment without a clinically significant delay. No medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The failure was confirmed by the technician through functional evaluation, disassembly, and visual inspection. Through visual inspection, the driveshaft assembly was corroded.